Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a lost sensor alarm. The customer also reported an after battery change, signal too low, and a spanish software anomaly alarms. Blood glucose level was 236 mg/dl. The product was not returned. Nothing further to report.